Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, right atrial (ra) lead and right ventricular (rv) lead exhibited myoptential oversensing. The patient was dependent on device therapy. Subsequently, this device, ra lead, and rv lead were explanted and replaced. No additional adverse patient effects were reported.